Event description:
Patient was receiving e-stim. Treatment then began to complain that the pad was hurting. The intensity of the current was decreased and patient was ok. After 15 mins the electrodes were removed, and an area ~2cm across and 1cm deep, yellowish-white in color was noted on the lower back just to the left of midline. Additional follow-up reveals: this was considered a burn but degree is unknown if a degree was assigned. The tens unit was checked by biomed and found to be in good working order. The electrodes were reused on the same patient 14 times.